Manufacturer narrative:
The h6 component code should be the three 14f esheaths were returned all with 20mm commander delivery systems and crimped valve fully inserted through them. The returned devices were visually inspected. From sample number 1, the distal tip was torn along liner edge. All score lines were present. The tip was opened along axial score line but with stretching on proximal hdpe portion of axial score line. All companion delivery systems had presence crimp balloon pinhole leaks over the triple marker region, which prevented inflation of the balloon and deployment of the crimped valve. Consequently, the balloon shaft was cut to remove the delivery system from the sheath. Per clarification from reporting personnel, the delivery systems were tested by attaching the crimp balloon areas to a force gauge, which introduced the pinholes. All companion delivery systems had presence of a guidewire lumen kink due to packaging. No other abnormalities were identified. From sample number 2, all score lines were present, but the distal tip did not open along axial score line as designed. The tip was torn and hanging on by stretched material but not separated. Hdpe stretching was observed. Gouges inside the tip were likely from contact with valve struts. All companion delivery systems had presence crimp balloon pinhole leaks over the triple marker region, which prevented inflation of the balloon and deployment of the crimped valve. Consequently, the balloon shaft was cut to remove the delivery system from the sheath. Per clarification from reporting personnel, the delivery systems were tested by attaching the crimp balloon areas to a force gauge, which introduced the pinholes. All companion delivery systems had presence of a guidewire lumen kink due to packaging. No other abnormalities were identified. From sample number 3, the distal tip was torn along the liner edge. All score lines were present. The tip was opened along axial score line but stretching on proximal hdpe portion of axial score line. Stretching was observed beneath radial score line and near distal edge of liner. All companion delivery systems had presence crimp balloon pinhole leaks over the triple marker region, which prevented inflation of the balloon and deployment of the crimped valve. Consequently, the balloon shaft was cut to remove the delivery system from the sheath. Per clarification from reporting personnel, the delivery systems were tested by attaching the crimp balloon areas to a force gauge, which introduced the pinholes. All companion delivery systems had presence of a guidewire lumen kink due to packaging. No other abnormalities were identified. Due to condition of the returned devices (distal tip torn), no applicable functional testing was able to be performed on the devices. Due to the nature of the complaints, no relevant dimensional testing was able to be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed complaints relating to the complaint codes below. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Device imagery was provided, and the following was observed: the three devices all showed distal tip tears but were not separated. Material stretching was also observed throughout the distal tip. The complaint event did not occur in patient anatomy, but rather design verification testing. However, the following instructions were reviewed to capture relevant device preparation and use: IFU for esheath, IFU for commander delivery system, device preparation training manual and procedural training manual. No IFU/training deficiencies were identified. Although the complaint was confirmed, a complaint history is not required, as the issue has been previously identified in a pra and CAPA, which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, percutaneous/surgical intervention, tissue damage (minor), and embolism, none of which occurred in this case, as no patient harm was reported since there was no patient involvement. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit for may 2021. The pra remains applicable, and no further action is required. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. The sheath from this complaint event was manufactured prior to the corrective action. The complaint was confirmed. However, no manufacturing nonconformance was identified during evaluation. A definitive root cause is unable to be determined. The failure modes are likely related to improper expansion of the sheath tip during thv advancement. A pra has been previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during the investigation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by r&d engineering, during s3u max design verification testing, sheath tip tearing was observed on 7 of 30 samples (14f esheath model 914es). Tearing occurred during insertion of 20mm s3u max thvs (crimped onto 20mm commander delivery system) through 14f esheaths in a 37c degree c water bath in the thv design verification lab. Prior to testing, all sheaths (n=30) were subjected to environmental conditioning and simulated distribution conditioning. In addition, half of the sheaths (n=15) were also subjected to 2 years of accelerated aging (65 days at 60 degrees c). Sheath tip tearing occurred on (3 of 15) of the non-aged sheaths.

Manufacturer narrative:
Correction to b5. Update to g3, g6, h2 and h10.supplemental to correct event numbers. Clarification was received on 06/21/2021 that only 3 events occurred on the date with the devices described. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case, for the non-aged sheaths.

Event description:
As reported by r&d engineering, during s3u max design verification testing, sheath tip tearing was observed on 7 of 30 samples (14f esheath model 914es). Tearing occurred during insertion of 20mm s3u max thvs (crimped onto 20mm commander delivery system) through 14f esheaths in a 37c degree water bath in the thv design verification lab. Prior to testing, all sheaths (n=30) were subjected to environmental conditioning and simulated distribution conditioning. In addition, half of the sheaths (n=15) were also subjected to 2 years of accelerated aging (65 days at 60 degrees c). Sheath tip tearing occurred on (4 of 15) of the non-aged sheaths.